Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, it was noticed the guide catheter was broken. The stent was successfully deployed and the broken piece of guide catheter was retrieved with the use of rat tooth and successfully completed the procedure. There were no patient complications reported as a result of this event.